Event description:
A surgeon reported that a memory lens iol implanted in a pt's right eye in 1999 has since opacified. Yag laser performed 8/2000. Visual acuity reported as 20/40. Referred pt to retinal specialist for evaluation & opinion. Iol exchange with possible anterior vitrectomy is expected and desired by pt. No further info is available.